Event description:
A ventilator was returned to a third-party service center after remediation was performed due to additional repairs needed performed. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed to power on. The device's power supply was replaced to address the issue. Additionally, the front enclosure and keypad were found to be physically damaged and were replaced to address the issue.